Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a low battery alarm on the insulin pump, she changed the battery and it took three times and three minutes changing the battery before the insulin pump would come back on. Customer's blood glucose was 87 mg/dl. The insulin pump was not exposed to moisture and there was no reported damage or corrosion. The display did return after customer inserted new battery. Nothing further reported.